Manufacturer narrative:
The reported event of a ble telemetry anomaly was not confirmed. The provided information was reviewed by abbott engineering and there were not ble telemetry issues observed. The device was performing per design and no malfunction is suspected.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. During the procedure, it was noted that the implantable cardiac monitor (icm) exhibited bluetooth low energy (ble) telemetry issue. No intervention was performed. The condition of the patient was unknown.